Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence requiring the patient to use 4 pads per day. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. Following the procedure the patient had some difficulty passing urine.